Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had uncomfortable fluttering and a little discomfort in their bicycle region along with soreness in their left buttock down low. The patient noted the trial was put in on the day of the report and wanted to know if they should wear the belt while they slept. The patient stated they had a hard time placing the lead in the left side to get it in the right place. It was reviewed that the soreness is most likely due to the difficulty finding the right spot during surgery, so they can lower stimulation for more comfortable stim sensations. The patient stated they would follow up with their doctor if decreasing didn't help. Two days after the initial report the patient stated they are on treatment to help with the pain and if they do not void within 30 minutes to an hour of taking the treatment they will have a catheter put in due to pain. The patient also stated their stomach and sides have been killing them and believes it may be because of the antibiotics they are on. A day later the patient reported a stomach ache. It was noted the patient will be getting the lead removed on (B)(6) 2017. No further complications were reported.